Event description:
It was reported that while using bd synapsys¿ the customer experienced an application problem affecting culture workup workflow. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports that they can¿t edit the label of the can test in the first inoculation in synapsys."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the customer experienced an application problem affecting culture workup workflow. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. New information indicates that the problem experienced was associated with the printer. This problem is not reportable. The following information was provided by the initial reporter: "customer reports that they can¿t edit the label of the can test in the first inoculation in synapsys." New information indicates that the problem experienced was associated with the printer and therefore is not reportable.

Manufacturer narrative:
B.5. Updated to include new information: new information indicates that the problem experienced was associated with the printer. This problem is not reportable. After further evaluation of the complaint, it has been determined that MDR 1119779-2022-00508 was submitted in error. New information indicates that the complaint is not MDR reportable. This supplemental report is to cancel MDR 1119779-2022-00508.